Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that in an attempt to put the device in surgery mode for an unrelated procedure on (B)(6) 2021, it was discovered that the ipg had reached its end of life. Surgical intervention may take place at a later date.

Event description:
Additional information received reports that surgical intervention occurred on (B)(6)2022 in which the patient had their ipg explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.